Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex pushwire was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal and proximal as the braid was not returned for analysis. Therefore, any contributing factors could not be assessed. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, which eliminates this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the treatment of a dissecting aneurysm at the a3 segment of the left anterior cerebral artery, after the microcatheter was positioned, the flow diverter stent was successfully delivered. However, upon deployment, the tip end of the stent failed to open and appeared rod-shaped. Attempts to open the stent tip by repeated retrieval, adjusting tension, and swinging maneuvers were unsuccessful. The stent was then withdrawn and deployed outside the body, where it was found that both the proximal and distal ends remained fish-mouth shaped and could not be opened. The microcatheter was repositioned, and another flow diverter stent of the same specification was successfully delivered and deployed, completing the procedure. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a fusiform, ruptured dissecting aneurysm of the left anterior cerebral artery a3 segment with a max diameter of 1.8mm and a 1.3mm neck diameter. Landing zone: distal: 1.3mm and proximal: 2.1mm. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure showed vessel patency and normal flow rate. Ancillary devices include an 8f guilding guide catheter, marksman 228594242 microcatheter, and synchro 14 guidewire.

Event description:
Additional information was received that it was considered that damage caused the failure to open. The cause of the event was not determined. There were no issues with the marksman catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.